Event description:
Reportedly, impossible to interrogate with alizea devices via bleutooth.

Manufacturer narrative:
Upon receipt, the reported issue could not be reproduced. The returned tablet was tested with an alizea device, and no abnormalities were observed during the interrogation. The files were extracted, and an r&d analysis is required to identify the root cause.

Event description:
Reportedly, impossible to interrogate with avery alizea via bleutooth.

Manufacturer narrative:
Upon reception of the subject tablet, the reported issue was not confirmed. It was possible to interrogate an alizea without any interruption, and no abnormalities were observed. The ble is functioning properly. According to the provided files, three interrogations took place on (B)(6) 2025: at 9:38 am with implantable device s/n (B)(6). At 9:58 am with implantable device s/n (B)(6). At 10:20 am with implantable device s/n (B)(6). All three devices were interrogated using inductive mode when ble was not available. It was noted in the logs that on december 9, the tablet was not turned off after use. On december 10, the tablet resumed from hibernation, which could have interrupted ble activation. Restarting the tablet (not hibernation¿press and hold the power button until the restart option appears) should resolve the issue. It is therefore recommended to always turn off the tablet after use, as windows may fail to properly restart the bluetooth after waking from hibernation. The smarttouch tablet followed the standard repair procedure and was sent to the field. This case is retained and utilized for trend purposes.

Event description:
Reportedly, impossible to interrogate alizea devices via bluetooth.